Manufacturer narrative:
Examination of the submitted device confirmed intermittent freezing and will not adjust. The complaint sample is old and has been subjected to heavy usage. The root cause is being attributed to device wear from normal use and servicing. Based on the determination of device wear from normal use and servicing as the root cause, no corrective action is being taken at this time. Continue to monitor through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
UDI: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The instrument was found to be too tight to use in surgery.